Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they were sleeping when her partner woke and found her seizing. An emergency department physician was called, and he tested the patient¿s bg using his meter. The patient¿s cgm value was 56 mg/dl but the bg value was 19 mg/dl. The patient received a glucose infusion, 10 ml, three times; however, it is unknown if it was a glucose injection or infusion that was administered three times and if the 10 ml was a volume of each infusion/injection or the total volume administered. At the time of contact, the patient was doing fine. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.